Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient-related factors, including hyperlipidemia (hld), diabetes mellitus (dm).

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned through medical records (2024-24462-01) that a 29mm unknown model edwards valve in the aortic position underwent a valve-in-valve procedure after an implant duration of 6 years, 7 months due to severe stenosis. The patient presented with heart failure and cardiogenic shock. The tavr was performed with a 29mm non-edwards transcatheter valve. Per medical records, the patient was recently admitted with pneumonia and was found to have gram positive cocci in blood which was thought to be contaminant as per ID. The patient was discharged on vibramycin 14 day course and returned with heart failure. The patient initially underwent tmvr with a 29mm s3 via transeptal approach (2024-24462-01). Postoperatively, the patient had worsening signs and symptoms of heart failure secondary to severe aortic stenosis. Tavr was performed with a 29mm non-edwards valve.